Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, evaluation of the device could not confirm the reported bulge in the channel; no bulge in the channel found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a kink inside the channel and the brush passage had restriction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a bulge in the channel. The issue was observed during reprocessing for an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.